Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro stayed activated even when the device was turned off. The hospital used a replacement hemopro device; however, the device remained activated in the off position as well. The hospital noted that the power setting was at 3.5 rather than 2.5. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital intends to return the products in question.

Manufacturer narrative:
One device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. There was no nonconformance recorded in the lot history which would be considered related to the reported event. (B)(4).